Manufacturer narrative:
This follow-up report is being filled to relay a correction, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01750, 0001825034-2017-01751, 0001825034-2017-01752 & 0001825034-2017-01753.

Event description:
Information was received based on review of a journal article titled, "perioperative complication rate of one-stage bilateral total hip arthroplasty using the direct anterior approach". It was reported that one patient (0.3%) required postoperative transfusions of allogeneic blood because she presented with symptomatic anemia. Attempts to obtain additional information have been made; however, no more is available at this time. Patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown femoral head, unknown femoral stem, unknown acetabular cup, all catalog#'s: ni all lot's#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay corrected information. Date of event - date journal article was accepted.